Manufacturer narrative:
(B)(4): refers to forward-firing of the side-firing surgical fiber.

Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 65,000 joules during a prostate procedure. The procedure was initiated with a different fiber, which was reported under reference MFR report number 2937094-2012-00752; the case was completed with a third fiber. There was no report of any pt injury as a result of this event.